Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 38 mg/dl, 103 mg/dl and 270 mg/dl. The customer was treated with carbohydrates. It was also reported that they had insulin flow block alarm during the priming. The troubleshooting was performed with 5.0 u fill cannula and the insulin exited. The customer declined troubleshooting for the high and low blood glucose. The customer was advised to discontinue use of pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Pump received with scratched case, pillowing keypad overlay, stained keypad overlay, and minor scratched lcd window.